Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that his insulin was running low and that the reservoir was empty, but when he pressed the act button, the insulin pump did not respond. The customer stated that the display appeared to be frozen but was not blank. He confirmed that time still advanced, indicating that the buttons were not responding to presses. The customer's blood glucose was 230 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.